Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in a mildly tortuous part of the proximal right sfa. After removing the safety tab, the stent could be released partially but then resistance was felt, and it was not possible to release the stent anymore. The device was withdrawn and another device was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned still assembled but severely damaged. The stent has been partially released and has fractured into two fragments. About 79 mm of the stent are still crimped underneath the retractable shaft. The distal stent fragment was returned separately and is severely deformed. The outer shaft has been retracted by about 103 mm and is not kinked. The outer shaft is flared at its distal end and the distal stent stopper is deformed, both indicating that the stent has been pulled in distal direction which was most likely induced during device withdrawal. The handle was still assembled in the as-returned state with all parts of the assembly present and correctly mounted. The proximal outer shaft portion is well sliced. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.